Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 514 mg/dl and ketones were present; cause was not known. Infusion set was changed multiple times in attempt to address bg. Customer went to the emergency room (ER) and intravenous insulin was administered to lower bg to 300 mg/dl. After 2 hours, customer left the ER in stable condition; however, elevated bg continued (300 mg/dl). The next day customer was admitted to the hospital; bg was 737 mg/dl. Intravenous insulin was administered with long acting insulin prescribed upon discharged. Elevated bg/ketones were resolved, and customer was released from the hospital on (B)(6) 2019 with no permanent damage.